Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-extension, upn: (B)(4), model: sc-3138-25, serial: (B)(4), batch: 16831006/16831006.

Event description:
It was reported that the patient stimulator no longer provides adequate relief. The patient underwent an explant procedure wherein everything was removed. Explanted device components will not be returned. No further information has been obtained despite good faith efforts.